Event description:
Paramedics brought patient to the ER after falling down in the shower. Initial glucometer results from an unspecified paramedic device were low. There is no indication the patient was treated based on the low result. At an unknown time later, there was an attempt to test the patient with an unspecified inform system. A "low blood" error message was received and the patient was treated with an unspecified amount of d-50. At unknown times, two lab samples were drawn with the results of 1440 mg/dl and 1450 mg/dl. In the ER, at an unknown time, the patient's serum glucose was 1447 mg/dl. It was determined the patient was in dka and was subsequently intubated and sedated. The patient's glucose levels are under control presently. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.